Event description:
The customer reported that following a diagnostic catheterization procedure in 2002, a vasoseal vhd kit size 1 was deployed. The collagen was inserted intrarterially and the patient was taken to the operating room for surgical removal. No further complications were reported.